Event description:
It was reported that the right ventricular (rv) lead had a progressive increase in pacing impedance to an unacceptable range. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.